Manufacturer narrative:
The technician replaced the siderail and screws to repair the bed.

Event description:
Info received indicates the left foot siderail broke off from the siderail arm. The holes to the plastic siderail were stripped where the screws hold the siderail in place, causing the siderail to break off.